Event description:
The surgeon implanted a cc4204bf plate silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The iol injector and iol injection cartridge, model and lot numbers unknown.

Manufacturer narrative:
Evaluation results: results: visual inspection of the returned product showed that one haptic was torn off and missing. Surgical residue/debris on product and reddish residue. Complaints of this nature are being investigated.